Manufacturer narrative:
The device involved has not been returned. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was implanted with a afx2 bifurcated stent graft. The pre-case plan was reviewed indicating several area's of anatomy outside the indications for use. The final angiogram showed there was thrombus present (location of the thrombus was not reported). Later the same day, the device was explanted due to an occlusion (location of the occlusion was not reported) and a surgical graft (non- endologix) was implanted. It was also reported at a later date that the surgical graft might be infected. The patient is currently doing better 2 weeks post explant.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft, afx vela infrarenal, and afx vela suprarenal devices. Approximately one (1) year post initial procedure, the patient presented with a type iii (a or b) endoleak on an unknown date. The physician elected to treat the patient by implanting a cook (non-endologix) product on an unknown date. However, the type iii endoleak was still present at the conclusion of the re-intervention. As of date, there have been no additional patient sequelae reported. Additional information: the reported type iii (a or b) endoleak was identified as being a type 3a endoleak with complete device separation. Note: the initial report to patient identifier (B)(6) was inadvertently never submitted under the assigned MFR. Report # 2031527-2019-00471; rather, the initial report per MFR. Report # 2031527-2019-00466 (intended for patient identifier (B)(6) ) was submitted in its place on 23 october 2019 for a separate event/patient. Due to the confusion, a duplicate initial report for patient identifier (B)(6) was also submitted under MFR. Report # 2031527-2019-09999 on 25 october 2019. Therefore, the initial report for patient identifier (B)(6) was never received by the FDA. To resolve any further confusion, a final and all-encompassing report will be submitted for patient identifier (B)(6) under MFR. Report # 2031527-2019-00466. Also, a final report will be submitted for patient identifier (B)(6) under MFR. Report # 2031527-2019-09999.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported and undetermined type iii endoleak was confirmed and identified as a type iiia endoleak (aortic) with complete component separation. However, the reported secondary endovascular procedure and persistent type iii endoleak were unconfirmed with medical records/images. The confirmed event is most likely user-related due to the concomitant use of a non-endologix stent in the distal thoracic extending into the mid aorta, which caused extra burden on the bifurcated stent graft. The procedure-related harms for this event could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: all fields have been filled in and updated to the correct information due to the incorrect / mix up in the maunfaturer reporting #.

Event description:
The patient was implanted with a afx2 bifurcated stent graft. The pre-case plan was reviewed indicating several area's of anatomy outside the indications for use. The final angiogram showed there was thrombus present (location of the thrombus was not reported). Later the same day, the device was explanted due to an occlusion (location of the occlusion was not reported) and a surgical graft (non-endologix) was implanted. It was also reported at a later date that the surgical graft might be infected. The patient is currently doing better 2 weeks post explant. Additional information received per product evaluation confirming that the stent cage of the bifurcated stent graft showed evidence of a strut fracture at the proximal portion of the device.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; several requests were made and a denied response was received. As such, the event determination, off-label conditions, related patient harms, and patient disposition could not be assessed with medical records/ images. However, the reported event was most likely due to the patient's off-label anatomy, as indicated per the pre-case sizing report. Additionally, endologix received one bifurcated device (bea22-70/i16-30) for evaluation, packaged in a biohazard bag with blood and tissue residue present. The graft material of the main body and the bifurcation are free of damage or defect. The stent cage shows evidence of strut fracture and deformity at the proximal end, and the flow lumen is clear. It is noted that the discovered fracture is consistent with damage caused during an explant procedure; however due to the lack of medical records/images, the causatio.n of the strut fracture/deformity is indeterminate. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections to g4, h6: h6 device code; remove 3190 h6 method code; remove 4114 h6 result code; remove 3233 h6 conclusion code; remove 11